Event description:
The patient reported hypoglycemia, bg of 48 with confusion, requiring assistance from family. The patient started vgo on (B)(6) 2019 and the v-go size and bolus dosing instructions were unknown by the patient. Patient would not look for her vgo box to provide the information. When the patient had the hypoglycemic bg of 48 the first morning after using v-go overnight, patient stated she knew she needed help as patient was confused after taking two glucose tablets but patient had a hard time being able to communicate to her family her need for assistance. Patient finally yelled "help me" and her family helped her further treat her hypoglycemia with oral carbohydrates. The ae assessor did instruct the patient to speak with her hcp for bg mgmt. And to discuss the hypoglycemia.